Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the customer's reported issue. All testing performed using a good known test ac adapter as well as a good known test patient circuit. The ventilator passed an extended 53 hour run in test with the customer's settings without any unusual alarms or conditions. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. The event trace contained no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to carefusion that the ventilator was alarming "disc/sense" for about an hour and then shut down. The respiratory therapist tried to troubleshoot the ventilator without success. The patient was placed on another ventilator and there were no reports of patient injury or harm.